Event description:
Reportedly, the stapler to the pulmonary artery and the surgeon cut the tissue. However, no staples were applied to the tissue which resulted in an open vessel and bleeding. The artery was clamped and the vessel was closed with suture.